Manufacturer narrative:
It was reported that the haptic broke on the intraocular lens and it was explanted. To date we have not been able to confirm if the lens was explanted during the initial surgery or at a later date. Nor have we determined if the incision had to be enlarged. Multiple attempts were made for additional information and patient status with no response to date. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Other text : device not received by the manufacturer

Event description:
It was reported that the intraocular lens (iol) haptic broke and the lens was explanted. No additional information is known.